Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer was taken to the emergency room by the paramedics and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) of 500 mg/dl and high ketones that were identified as life threatening by a health care provider. The customer attempted to treat elevate bg with a correction bolus via the pump and a manual dose injection but was treated intravenously in the ICU with fluids of insulin and saline. The customer was released on (B)(6) 2024 with issue resolved and no permanent damage.